Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube has been found experiencing rubber stopper issues". The following has been provided by the initial reporter: according to the customer's report, the stopper was not placed correctly in the cap.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube has been found experiencing rubber stopper issues." The following has been provided by the initial reporter: according to the customer's report, the stopper was not placed correctly in the cap."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for cocked stopper/ improper assembly with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.